Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings:the pump was unable to maintain an electrical connection with the returned battery cap. The battery cap threads were damaged. There was a battery compartment crack observed from the thread area to the case seal. All testing was performed with a test battery cap. Pump reboot events were observed in the pump's black box prior to the complaint date. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.